Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 250 units of insulin, and after delivering approximately 8 units of insulin, the insulin gauge displayed 106 units. The customer's blood glucose level was 159 mg/dl. Reportedly, the customer reloaded the cartridge succesfully and received an accurate fill estimate.